Event description:
Initial report: this serious spontaneous case was reported by a physician via sales representative and was forwarded by affiliate ((B)(4)). This case involves a female pt (age unspecified), who was injected poly-l-lactic acid (sculptra) (date, dose, indication and injection site were not reported). After three injections which spaced enough in time as per reporter, the pt experienced a nodular outbreak in her neck (nos). No medical history or concomitant medications were provided. Corrective treatment: unk. Action taken: unk. Outcome: unk. Reporter's causal assessment: not reported.